Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that high impedance issue was observed on the lead. As a result, the lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported event of all lead contacts showing high impedances was not confirmed. As received, microscopic inspection revealed that the octrode lead had two broken wires at the term end electrode. The broken wires are consistent with overstress condition that the lead was subjected while in vivo.